Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent embolization occurred. The lesion was located in the distal right coronary artery (rca). It was a severely calcified, eccentric lesion. It was 46mm in length with a 3mm diameter. There was a significant bend in the lesion between 45-90 degrees. It was a de novo lesion located in a severely tortuous vessel. Due to the anatomy of the pt, there was excessive force used during the advancement of the stent delivery system. The physician predilated the lesion with a 2.75 x 20mm maverick balloon, a 2.5 x 15mm maverick balloon, and a 3.0 x 20mm maverick balloon at unk atmospheres for an unk period of time. Then the physician attempted to deploy the 3.0 x 8mm taxus express2 drug eluting stent in the distal rca but the stent embolized proximal to the lesion before it could be deployed. The physician was able to deploy the stent in the distal rca in the lesion. It is unk how or with what the physician deployed the stent. There were no pt complications reported, and the pt condition was reported as stable.